Event description:
It was initially reported that the patient had multiple magnet activations were showing on the same line for a patient. When the device history was reviewed it showed that there were 15 magnet activation lines going down with one less actions on each line. A manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array ((B)(4)) being mis-declared as static variable, however the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.